Manufacturer narrative:
Mst1009 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. It was reported by sales rep that after successful biopsy with st modality there were curly, string like, opaque, tiny, short, threadlike artifacts seen in the specimen film. This incident has been recorded in complaint #(B)(4). Evaluation of the returned device did not display any damage and simulated biopsys did not contain any foreign material. Devicor could not conclude that our device caused or contributed to this event, due to the allegation of an artifact seen on the specimen film this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.

Event description:
It was reported by sales rep that after successful biopsy with st modality there were curly, string like, opaque, tiny, short, threadlike artifacts seen in the specimen film. This incident has been recorded in complaint #(B)(4). Devicor could not conclude that our device caused or contributed to this event, due to the allegation of an artifact seen on the specimen film this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.